Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03733. It was reported that balloon rupture occurred. The target lesion was located in a very calcified vessel. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Subsequently, another 2.50mm x 20mm emerge¿ balloon catheter was also advanced; but still, the balloon also ruptured upon inflation. No patient complications were reported.